Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an issue with a pain stimulation implantable pulse generator (ipg) where the spinal cord stimulator (scs) had not been functioning for a couple of years as of (B)(6) 2021. The patient required a magnetic resonance imaging (MRI) of the brain. Additional information was received from the patient (pt). They reported that they were sitting on their sofa and felt their device started getting hot. Pt noted it was so hot they felt like they were getting cooked from the inside. Pt has told a few doctors and so far nothing has happened. Pt noted it has been a few years and the device never worked again. The issue has not been resolved.